Event description:
It was reported that, "patient stated that he rolled over in chair and felt a pop. X-ray showed that head was disassociated from stem, and was out of liner. Surgery was scheduled for revision."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.